Event description:
It was reported the patient had a seizure and was in a coma. The patient experienced itchy scalp and skin irritation as well. Therapy made the patient walk sideways. There was no known accident or incident related to the issue. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va083g4, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).